Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not powering on began on an unspecified day of (B)(6) 2011. She stated that she manages her diabetes with a combination of metformin and insulin and due to the alleged issue she denied taking any action in regards to her routine diabetes management. The patient claimed on an unknown time after the alleged issue started she felt shaky and incoherent. In response to her symptoms, before (B)(6) 2011, she was in the emergency room (ER) where her blood glucose was tested with an ER meter and a result of "500 mg/dl" was obtained. The patient was reportedly treated by a health care professional with fast acting insulin. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.